Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the o2 gas module was defective and in need of replacement. Replacement of the defective part solved the issue. No log files have been provided. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). According to the received information, the cause of the issue has been determined and was related to defective gas module. The defective part was discarded by the customer and not returned for further investigation. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440.

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's o2 gas module was defective. There was no patient harm. Manufacturer's ref.#: (B)(4).